Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the doctor was about to insert the catheter, it was stated that when passing the guide through the venous lumen (as established in the protocol), it was noted that there was no permeability in the catheter for the passage of the guide which showed resistance. The catheter was permeabilized with 0.9% ssn, finding resistance to flow. It was said that the catheter was damaged. The catheter was not repaired and there was no leak. There was no medical or surgical intervention needed to prevent a permanent impairment of a function. The event did not lead to or extend patient hospitalization. There were no other patient symptoms or complications associated with the event. There was no patient injury.